Manufacturer narrative:
Investigation summary: bd received one photo for investigation. Evaluation of the photo showed the presence of foreign material in the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® ppt¿ plasma preparation tubes k2e 15.8 mg, foreign matter was found in one (1) tube. No adverse impact was reported regarding the patient or user.